Event description:
This is the same event and the same patient reported under MDR ID #2939859-2001-00134. Approximately 6 weeks after injection of two formulations of bovine collagen in a facial "furrow", the patient developed redness and swelling at the injection site. Physician prescribed "celestene 3 x 0.5 tablets per day, oral". Physician did not supply lot number information to distributor.